Manufacturer narrative:
The preloaded insertion system was returned at the manufacturing site in a plastic bag. Visual inspection at 10x microscope magnification showed that the intraocular lens (iol) was sited and/or stuck in the cartridge and overridden by the push rod tip. The customer's reported complaint for loading issue was not verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as the lens was not inserted. If explanted, give date: not applicable as the lens was not inserted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a loading issue when a surgeon tried to use a preloaded insertion system, model pcb00, during implantation of an intraocular lens into the right eye of an (B)(6) female patient. There was patient contact but the lens was not inserted and no incision enlargement occurred. There is no impact to patient with no interferences with her daily activities. No further information was provided.